Event description:
It was reported that the wake button only works intermittently. The device turns on when plugged into a power source. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not been received for eval. Should new relevant info be received, a supplemental form will be completed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.